Event description:
It was reported that there was an unspecified over infusion in the ed . Although requested customer stated that there was no patient harm and will not provided any other event details or send the devices in for investigation.

Manufacturer narrative:
Additional information added to: g3. No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Product model#, serial# and manufacture date were requested but not provided.

Event description:
It was reported that there was an unspecified over infusion in the ed with no patient harm reported. There was no other information provided at this time.